Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion omni-tome was used. The cutting wire orientation was described as poor. The physician opened a new sphincterotome to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report as it was described. During the visual examination it was noted that the tip of the sphincterotome presented an abnormal s-shaped curved appearance and the cutting wire was twisted within the catheter lumen approx 85cm from the distal end. During the lab analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated bilary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 9:00 o'clock. (Appropriate orientation is approx 11:00 - 1:00 o'clock). The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented to potentially address complaints of improper cutting wire orientation. The product involved with this complaint is within the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.